Manufacturer narrative:
Other relevant device(s) are: product ID 8780 lot/serial# (B)(4). Implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml of baclofen at 150 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient's parent noticed the patient was experiencing an increase in spasms. The catheter access port (cap) was attempted to be aspirated, but the hcp (healthcare provider) was unable to do so. The catheter was replaced on (B)(6) 2021 and was discarded. It was noted the issue was resolved.  Regarding the patient's medical history, it was noted per the physician, the patient has many medical issues that affected their spine. However, these conditions were not specified.